Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. During the past study of the fracture of sheaths, the following reproductive tests were conducted. Reproductive test 1: the distal end of a sheath was trapped, and then the sheath was subjected to a pulling load. A result, the sheath tube was fracture after elongated overall. Reproductive test 2: a sheath tube was given a nick with a suture, and then subjected to a pulling load until being fractured. As a result, the fracture end had been partially elongated, and the fracture surface was smooth. Reproductive test 3: a sheath tube was given a nick with a scalpel, and then subjected to a pulling load until being fractured. As a result, the fracture end had been partially elongated, and the fracture surface was smooth. IFU states: when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the glidesheath slender was used during the procedure. There was breakage; the tip snapped off and left in patient and was removed with a snare. The clinician advised user error. The procedure outcome was not reported. The patient was not harmed.